Event description:
It was reported to philips that the large display monitor wasn't working as the fan was not working and was overheating. The device was inside of clinical use at the time of the event. It was reported to philips that this issue caused a delay in the procedure. A philips field service engineer (fse) visited the site and removed the back side of the flexvision monitor shroud to improve the monitor ventilation. The device was returned to expected functionality.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and found that the large display monitor isn't working and fan not working so it was overheating. Due to issue the diagnosis got delayed and after restart continued to work. Fse inspected the system and found mounted to backside of flexvision shroud that was not connected to power was not working. To resolve the issue fse removed back covers of flexvision to allow for better ventilation to flexvision cooling fans and system was returned to use in good working condition. The codes were updated based on the investigation outcome. Health impact code was corrected.